Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported the flex arm would not tighten during an unspecified spinal surgery, no complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.